Event description:
It was reported that the dr has had 10-12 pts with calaxo issues. It was stated that add'l data would be forthcoming, but none has to date.

Manufacturer narrative:
Product recall initiated 2007. This medwatch report is being completed to address 10-12 unidentified issues.